Event description:
A dreamstation 2 device was returned to a third-party service center alleging the device turns off on its own. During the evaluation of the device, the service technician observed a burned pca. The device has been forwarded to the product investigation lab for further evaluation. If any additional information is received, a follow up report will be submitted.